Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint "it was noticed the wire was broken during the procedure". Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure and related to device design. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a dislodged ceramic sleeve. No missing material was found. The root cause of dislodged instrument ceramic sleeve is attributed to manufacturing. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the permanent cautery hook (part # 470183-14/ lot # n11210329 - 0025 ) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3628. The instrument has 10 lives allotted to it. There are 8 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the permanent cautery hook instrument's wire was broken. The procedure was completed with a back-up instrument with no reported injury.